Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported by the patient that post implant of a realize band, she had three fills for a total 7ccs. After the last fill on (B)(6), 2011 she had abdominal pain. Patient returned to surgeon's office in (B)(6) and the surgeon removed 2 ccs of fluid. She returned again, date unknown, due to back and chest pain. An upper gi was ordered and no slippage was found. A stress test and an echo that was performed with no indication of an issue. On (B)(6) 2011 the port was replaced. The patient states that the surgeon indicated, "the port was removed due to recall and defective port. He was unable to remove fluid due to a one way valve effect. During port revision surgeon, the "flange" was noted to be detached." This was done as an outpatient procedure. The patient reports to be doing fine now. The last fill was (B)(6) 2011 and patient received 3ccs.